Manufacturer narrative:
On august 3, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent primary breast augmentation with a 350cc mentor siltex round moderate profile saline breast prosthesis, suffered right breast implant deflation, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 18, 2020, mentor became aware that the patient's implant explantation surgery was rescheduled for (B)(6) 2020. In addition, it will only be a removal surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became of the following additional information: the patient's age at the time of event was 33-years old. The correct date of implant explantation was (B)(6) 2020. Lastly, the patient also experienced bilateral breast ptosis and the patient also had to undergo bilateral breast lift, bilateral inferior capsulectomy and bilateral implant explantation. Ptosis on the left breast will be reported under mrn: 1645337-2020-13525. Correction: mentor became aware that the following information were erroneously omitted from the supplemental report sent on (B)(6) 2020 (follow up 4): the correct serial number for the right implant is (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled for implant explantation in (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedure, and it revealed a tear measuring approximately 0.1 cm within a siltex cracking area on the anterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).